Manufacturer narrative:
D10. Concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot unknown); egiaustnd, egiaustnd endogia ultra univ std stap (lot unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a sigmoidectomy procedure, the surgeon was able to press the green button, but could not squeeze the handle. The device did not fire. The surgeon loaded the reload into a new handle and, when firing, the stapler did not fire. A new handle was then used, and it was observed to forced better. The user then replaced the reload. It was noted that the second handle worked with other reloads. There was no patient injury.